Event description:
It was reported that this implantable pacemaker device has migrated after implant which despite being sutured to the pectoralis due to suspected to be a result of the patient's breast size. Also, patient experienced phrenic nerve stimulation. The device therapy was turned or programmed off and device will be replaced with a leadless pacemaker. As of this time, this device remains in service. No additional adverse patient effects were reported.